Event description:
The user reported that during inspection of a rental kit, the packaging containing this sterile suture retriever was found damaged, resulting in a breach of product sterility. The device was not used and no injury or surgical delay occurred as a result of this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the disposable suture retriever was received in an unopened package and the reported problem was verified. Several small punctures were observed in the pouch resulting in a breach of product sterility. The cause and the time frame of this damage were unable to be determined. It is conmed linvatec rental procedure to check rental kits upon return and prior to shipment to a customer to ensure all product is within specification.